Manufacturer narrative:
During a coil embolization of a dural arterial venous fistula (d-avf) the 4x10 trufill orbit mini complex fill coil could not be detached although the pressure was applied properly with the trufill dcs syringe. The coil was noted to be unraveled (stretched) when it was removed from the patient. The procedure was completed using other products with no adverse consequence to the patient. It is not known if the alternative detachment method of increasing the syringe pressure to the red zone was attempted. It is also not known how many coils had been detached using this syringe prior to the event. All of the products were new and prior to connecting and during prep, the syringe and coil delivery system were not damaged. A dedicated saline source was utilized to fill and prep the syringe. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at any section of the syringes (connector, extension tubing, barrel, gauge, etc) or delivery system. The connector was checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection. During the procedure, the coil was not left in the aneurysm, while the microcatheter was repositioned. After disconnecting, no damages were noted on the syringe, but the syringe was not utilized to complete the procedure. The syringe was changed to other new product to continue the procedure. The orbit coil system was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 13471541 and coil assy complex fill lots 14099518, 14096533, 14090723 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The coil attachment pull test and embolic coil detachment pressure results were reviewed and no anomalies were encountered. Based on the limited information and without the return of the device for analysis, no conclusion can be made regarding possible contributing procedural factors or root cause. Based on the device history record review there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken.

Event description:
There was no information about the patient and the target vessel characteristics. The procedure was coil embolization for d-avf. The coil could not be detached though pressure was applied properly with the dcs syringe (lot unk.). When the coil was removed from the patient, it was found the coil was unraveled (stretched). The procedure was completed using other products. There was no adverse consequence to the patient. Additionally it was reported that all the products were new. Prior to connecting and during prep, the syringe or coil delivery system was not damaged. The dcs syringe was utilized to prep the device, and no damages were noted during prep. During prep, the blue zone was not exceeded on the syringe, and a dedicated saline source was utilized to fill and prep the syringe. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at any section of the syringes (connector, extension tubing, barrel, gauge, etc) or delivery system. The connector was checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection. After disconnecting, no damages were noted on the syringe, but the syringe was not utilized to complete the procedure. The syringe was changed to other new product to continue the procedure, and the lot number was not available. During the procedure, the coil was not left in the aneurysm, while the microcatheter was repositioned. Other than the reported event, no other damages were noted on the syringes or coil delivery system, or coil (unraveled, stretched, detached, kink, bend, etc). The procedure was intracerebral was intracerebral for dural arteriovenous fistula. There is no additional information.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.